Manufacturer narrative:
H4: the lot was manufactured from june 23, 2022 - june 24, 2022. H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a leak at the port 2 between the spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. This was discovered during filling. There was no patient involvement. No additional information is available.